Event description:
It was reported that when using the bd pyxis¿ es server all orders were delayed by approximately 20 minutes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all orders were delayed by 20 minutes. A technical support specialist (tss) dialed into the pyxis and ran a downtime query, confirming no disconnected flag to the cce server. Tss ran a critical override (co) reason query and found most stations were manually placed into co. Tss dialed into a station and verified no variations in the data synchronized log and no co present. Tss spoke with pharmacist, who confirmed new orders had not crossed over since 10:00 am. A sample order and mrn were requested; the order involved an increased oxycodone dose from 7.5 mg to 10 mg. Tss review showed the latest message processed was from january 17. Pharmacist was advised to contact meditech and request resending of messages, and the case remained open. Later, a call was received from user and provided two sample patient and order numbers. Tss reviewed the database confirmed the orders were not sent to es. User was advised to contact meditech due to an ongoing issue on their side. The system functioned as intended after the technical support specialist troubleshot the device.